Event description:
Three of the short tines of the ivc filter found to be fractured. One tine was found near the rv apex, one was found in the region of the right atrium, one was found over the right lung field. Patient has a history of complaints of "racing heart", chest pain and shortness of breath.